Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Noise could not be reproduced via provocative testing and diagnostic imaging showed no anomalies. The patient was stable and will continue to be monitored. There were no adverse consequences.